Event description:
A pt reported blood glucose result was 68mg/dl (ss) versus 156mg/dl (hcp) in a meter/hcp meter comparison. No symptoms were reported. Pt has been using test strips that expired 9/2000 and does not have supplies needed to do control test. The meter has been replaced. No other info available. No allegations of harm have been made.